Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower machine required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was clicking and had failed. The field service engineer (fse) removed and cleaned the microswitches. Additionally, fse adjusted the doors that were rubbing against each other in proactive inspection process. The system was tested using the hardware test application and the dispensing application. The customer verified that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.